Event description:
Event description guidant received information that the patient with this atrial and right ventricular lead presented in the emergency room with both atrial and ventricular non-capture and sensing problems. Impedance measurements were normal. The patient's ventricular thresholds had risen and capture was achieved by reprogramming the ventricular output and sensitivity. Atrial capture was not able to be achieved, even at the maximum output. It was observed that there was noise on the atrial channel. The field representative faxed an electrogram to technical services for review.